Event description:
It was reported that during a thyroidectomy procedure, the clips were not forming properly with all four devices. They managed to get enough good clips with the devices. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/12/08. Information is unavailable; device was not returned for evaluation.